Event description:
Event: we recently had an unusual case of anaphylactic shock. Cause as yet unknown, we are investigating this. It happened after flushing a patient. My colleague flushed with prontosan, though after using disinfecting alcohol. On that, the patient went into anaphylactic shock. Medical history of the patient: male, 84 years, caucasian. Risk factors: diabetes, kidney disease. Treatment with epipen (adrenalin), kept the patient in observation for 24hours, then the patient went back home. Outcome: recovered / resolved.

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2022 for prontosan solution were over (B)(4) million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number cc (B)(4). Complaint sample was analysed in local quality control department. The following parameters were checked: appearance, relative density, ph-value, osmolality, endotoxines, ID and assay of polihexanide and refraction. All parameters were within the specification. Therefore, no device malfunction was identified. Furthermore, the batch documentation was checked. No deviation occurred during manufacturing. The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2022 for prontosan solution were over 5.9 million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event: we recently had an unusual case of anaphylactic shock. Cause as yet unknown, we are investigating this. It happened after flushing a patient. My colleague flushed with prontosan, though after using disinfecting alcohol. On that, the patient went into anaphylactic shock. Medical history of the patient: male, 84 years, caucasian. Risk factors: diabetes, kidney disease treatment with epipen (adrenalin), kept the patient in observation for 24hours, then the patient went back home outcome: recovered / resolved.